Manufacturer narrative:
Based on the information provided by the hospital andthe ge healthcare field service engineer, it isunderstood that the patient was being loaded onto thetable at the time of incident. The patient's headreportedly came in contact with the head holder when thepatient was being moved into the head holder position.as a result, the patient required stitches. Afterthe incident occurred, the head holder was inspected forany damage or defects and no defects were found. Thehead holder was not replaced and was unavailable forfurther analysis by engineering; however, the headholder specifications were reviewed. It was confirmedthat the lcc axial head holder drawing includes a ctqspecifying ¿full radius, no sharp corners¿. This ctqcovers all areas that could be contacted by the patient.therefore, the head holder has requirements to preventan injury to the patient. Further, the material andgeometry of the head holder are designed to minimize anyimpact to image quality. Based on the informationavailable, the root cause was determined to be operatorerror.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issue. When the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
While technologists moved the patient on the table to place her head in the head support, the patient turned her head and hit the side of the head support. The patient was treated in the ER with 7 stitches to the scalp.